Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the device would inflate but would not remain inflated during use. There was no harm to the patient.